Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen had become distorted had difficulty reading screen and the act button was breaking and unresponsive at times. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had given false or unexplained no delivery alarms, had rejected new batteries, wear and tear around battery cap and had lost insulin during priming. The device will not be returned for analysis.